Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap (and stain) was found between the plastic cover and the bonding part of the distal end cover was caused by external factors or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera duodenovideoscope for air/water leakage in the operation part. Upon inspection and testing of the customer returned device, a gap was found between the plastic cover and the bonding part of the distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was not return for investigation, but the customer provide data and information to the olympus service center for investigation. The olympus service center confirmed the reported event during evaluation of the information provided by the customer. Upon evaluation of the information provided by the customer, the following defects were found, due to a crack on up/down knob, water tightness lost, gap in adhesive area between plastic cover and distal end, due to wear of angle wire, bending angle in up direction did not meet the standard value, distal end cover scratched, protector of universal cord on scope connector side scratched, protector of universal cord on control section side scratched, right/left knob scratched, switch box scratched, scope cover scratched, scope cylinder shaved, scope connector scratched, universal cord scratched, grip scratched, control unit scratched, lock engagement lever scratched, lock engagement lever knob scratched, up/down knob scratched, adhesive on angle rubber cracked, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive around light guide lens peeled and due to damage on charged coupled device, a noise image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.